Event description:
It was reported that this was a venous closure of the right femoral vein using the pre-close technique via an 8f sheath hole prior to a mitraclip procedure. The sutures of the two proglide devices were successfully pre-placed. The sheath was upsized to 25f and the mitraclip procedure was completed. After removal of the steerable guiding catheter (sgc), there was bleeding noted at the groin that was more than normal for a 25f hole. The physician believes that the sgc scratched and damaged the vessel. The proglide sutures did not achieve hemostasis. A patch was used to achieve hemostasis there was a reported clinically significant delay in the procedure as a result of the bleeding. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
D4 and h4: the device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. Femoral imaging was not performed. It should be noted that the electronic perclose proglide instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the eifu deviation contributed to the reported difficulties. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
De4943-417

Manufacturer narrative:
Nana.